Event description:
A customer reported that the units of measurement of their freestyle blood glucose monitor changed. The customer observed the low battery icon and an error 4 message displayed on the meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.